Event description:
It was reported that the lead had oversensing and the patient experienced one inappropriate shock due to noise on the right ventricular channel. It was also reported that the lead impedence increased from 600 to 1577ohms. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.